Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm and no unexpected numbers scrolling during testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm and keypad anomaly . The customer's blood glucose level was 79 mg/dl. The customer was attempting to program bolus and numbers started to scroll. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump per healthcare provider instructions.